Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/coil touching intestine/malposition of essure device location of device: coil touching intestine/migration of essure device location of device: coil touching intestine') in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal on (B)(6) 2018, knee pain on (B)(6) 2018, allergic rhinitis on (B)(6) 2018, breast mass on (B)(6) 2018, tubal ligation on (B)(6) 2018, gastroesophageal reflux disease on (B)(6) 2017, septoplasty on (B)(6) 2013, dyschezia, arthralgia, joint pain, paratubal cyst, gravida I and parity 1. Previously administered products included for prevention of pregnancy: oral birth control pills. Concomitant products included azelastine since (B)(6) 2018, bupivacaine (marcaine) since (B)(6) 2017, cyclobenzaprine since (B)(6) 2017, ibuprofen since (B)(6) 2018, ketorolac since (B)(6) 2017, ketotifen fumarate (ketotilon) since (B)(6) 2018, lidocaine since (B)(6) 2017, metronidazole since (B)(6) 2018, mupirocin since (B)(6) 2017, ranitidine since (B)(6) 2017 and sulfamethoxazole since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), menstruation irregular ("difference in period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and proctalgia ("rectum pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 salpingectomy (bilateral)/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstruation irregular, vaginal haemorrhage, menorrhagia and proctalgia outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, hormone level abnormal and fatigue had not resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic, abdominal pain, migration, hormonal changes and fatigue. Lot number(s) as per pfs c80064, as per mr ess305. CT scan without contrast that shows one coil most like perforated from the right side over lying the rectum about 8cm above the anus. (As reported) the coils does not appear to be perforating through the lumen into the rectum. The left coil is in the correct position. Current weight 121lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram - on an unknown date: coil was almost to penetrate intestine. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan - on an unknown date: coil was almost to penetrate intestine. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet and medical records received new reporter added, patient details added, other relevant history, lab data, lot number, concomitant drugs, events- fatigue, difference in period, abnormal bleeding (vaginal), menorrhagia, rectum pain were added, event device dislocation updated to uterine perforation and reporter causality comment added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/coil touching intestine/malposition of essure device location of device: coil touching intestine/migration of essure device location of device: coil touching intestine') in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included papanicolaou smear abnormal on (B)(6)2018, knee pain on (B)(6)2018, allergic rhinitis on (B)(6)2018, breast mass on (B)(6)2018, tubal ligation on (B)(6)2018, gastroesophageal reflux disease on (B)(6)2017, septoplasty on (B)(6)2013, dyschezia, arthralgia, joint pain, paratubal cyst, gravida I and parity 1. Previously administered products included for prevention of pregnancy: oral birth control pills. Concomitant products included azelastine since (B)(6)2018, bupivacaine (marcaine) since (B)(6)2017, cyclobenzaprine since (B)(6)2017, ibuprofen since (B)(6)2018, ketorolac since (B)(6)2017, ketotifen fumarate (ketotilon) since (B)(6)2018, lidocaine since (B)(6)2017, metronidazole since (B)(6)2018, mupirocin since (B)(6)-2017, ranitidine since (B)(6)2017 and sulfamethoxazole since (B)(6)2017. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), menstruation irregular ("difference in period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and proctalgia ("rectum pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6)2018 salpingectomy (bilateral)/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, menstruation irregular, vaginal haemorrhage, menorrhagia and proctalgia outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, hormone level abnormal and fatigue had not resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic, abdominal pain, migration, hormonal changes and fatigue. Lot number(s) as per pfs c80064, as per mr ess305. CT scan without contrast that shows one coil most like perforated from the right side over lying the rectum about 8cm above the anus. (As reported) the coils does not appear to be perforating through the lumen into the rectum. The left coil is in the correct position. Current weight 121lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram - on an unknown date: coil was almost to penetrate intestine.. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Ultrasound scan - on an unknown date: coil was almost to penetrate intestine.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/coil touching intestine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, hormone level abnormal and fatigue had not resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic, abdominal pain, migration, hormonal changes and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury¿ was replaced with new events essure migration/coil touching intestine, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, hormonal changes, fatigue was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.